Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip grasped onto tissue; however, the clip would not fire. The user made another two attempts to fire the clip but was unsuccessful. The user then tried to fire the clip outside the patient without grabbing tissue and the clip was able to release successfully. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip grasped onto tissue; however, the clip would not fire. The user made another two attempts to fire the clip but was unsuccessful. The user then tried to fire the clip outside the patient without grabbing tissue and the clip was able to release successfully. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on may 29, 2015. It was confirmed that the clip was able to open and was not locked onto the tissue. The clip was able to be removed from the patient. Outside the patient the clip was able to lock and release from the catheter.

Manufacturer narrative:
Reported event of clip difficult to release from the catheter. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.